Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.7, retest inratio: 1.1. Pt's target therapeutic range is 2.0-3.0. Results done within 10 minutes of each other.